Manufacturer narrative:
User facility personnel restarted the trufreeze system and the system was found to be operating properly. The system was used for the next procedure which was completed successfully. Due to the reported intermittent suction, a steris service specialist was dispatched and replaced the digital output module, analog output module, and knf pump assembly. The specialist tested the system, confirmed it to be operating properly, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported the trufreeze system suction was intermittent prior to start of the procedure, leading to postponement of the procedure.